Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device #1 used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. The patient's attorney did not make any allegations regarding the implanted bard flat mesh (device #2). Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6): the patient underwent surgery for implant of an unspecified bard/davol ventralex st mesh (device #1). (B)(6): the patient underwent surgery with implant of an unspecified bard/davol flat mesh "bard mesh" (device #2). Ni/ni/ni: the patient had unspecified injuries. As reported, the attorney alleges a general claim regarding the bard ventralex st "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device #1 used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. The patient's attorney did not make any allegations regarding the implanted bard flat mesh (device #2). Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 months post implant of ventralex st mesh, patient was diagnosed with infection, seroma, purulent discharge and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists infection, seroma and pain as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require the removal of the mesh. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-jun-2015) is considered to be a best estimate. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventralex st mesh (device #1). (B)(6) 2017: the patient underwent surgery with implant of an unspecified bard/davol flat meshz "bard mesh" (device #2). Ni/ni/ni: the patient had unspecified injuries. As reported, the attorney alleges a general claim regarding the bard ventralex st "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with incarcerated incisional hernia thereby underwent open repair with the implant of ventralex st mesh (device #1). Per operative notes, ¿the hernia sac was identified and a ventralex st mesh (device #1) was placed beneath the fascia and sutured.¿ (B)(6) 2016 - patient underwent ultrasound-guided aspiration of anterior abdominal wall seropurulent collection. (B)(6) 2016 - patient was diagnosed with infected ventralex st mesh (device #1), ventral hernia thereby underwent open repair with the implant of synthetic bioabsorbable mesh and explant of ventralex st mesh (device #1). Per operative notes, ¿the previously placed ventralex st mesh (device #1) had been circumferentially dissected and fully explanted. There was a tiny inferior defect, a synthetic bioabsorbable mesh was fixated transfascially using sutures.¿ (B)(6) 2017 - patient was diagnosed with large ventral hernia thereby underwent open repair with the implant of bard flat mesh (device #2), rives-stoppa retro-rectus, transversus abdominis muscle release, tar procedure and placement of two jp drains. Per operative notes, ¿the hernia sac was dissected and there was mild amount of serous fluid with chunky material from the previously placed biological mesh. The hernia sac and biological mesh was removed. A bard flat mesh (device #2) was placed over the posterior rectus sheath, tacked with sutures and two jp drains were placed over the mesh.¿ attorney alleges that the patient had abscess, infection, pain, hernia recurrence and emotional injuries.